Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Report source other: medwatch 3633050000-2022-8031. Legal manufacturer: (B)(4).

Event description:
Patient found on back crying out of the incubator on the floor. Door open and patient fell from incubator.? It was further reported that the patient had an occipital fracture and hematoma. The patient was discharged home with a follow-up appointment with a neurologist. Hospital staff and a ge healthcare field engineer determined the incubator was functioning properly within normal parameters and could be returned to service. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
The ge healthcare fe found no issue upon inspecting the device. The incubator was installed with new walls with secondary latches and new porthole latches. All parts were intact and assembled as intended, all latches were working as intended, and the walls were opening and closing as intended. A hospital clinical value team noted that instructions for use posters were hung in clinical areas and distributed to staff. The hospital attempted to replicate the wall opening as part of their internal root cause analysis. They were unable to replicate the wall opening and noted there was no way the wall could have opened with the secondary latch mechanism. The root cause for the patient fall is unknown.